Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there were scratches on the insulin pump¿s screen making it hard to read it. The damage was caused by a coat zipper. The customer¿s blood glucose during the incident was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker, stained/scratched address/serial number label and severely scratched display window noted.